Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Unspecified bwi lasso catheter. St. Jude medical sl1 8.5fr transseptal guiding introducer, lot number unknown. St. Jude medical agilis 8.5fr small curve sheath, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After removing the catheter from the left atrium, while working on the sat (unspecified), the patient became hypotensive and a tamponade was confirmed via intracardiac ultrasound. Pericardiocentesis yielded 255 ml of fluid. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle and a st. Jude medical 8.5 french sl1 transseptal guiding introducer. Sheath used was a st. Jude medical agilis 8.5 french small curve. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping, 8 ml/min during low flow, and 15 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value or catheter proximity. It was noted that the lasso catheter was in various veins during pvi ablation. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.